Event description:
Eight hours after treatment, a patient was admitted to the ER with possible hemolysis. A revaclear max dialyzer was reported to have been used for the treatment. The starting blood flow rate was set at 400. The line was primed with normal saline. The patient was not symptomatic during therapy but went to the emergency room 8 hours after leaving the clinic and the hemolysis was identified. There was no machine alarm and no discoloration of the effluent noted at any time during therapy. There is no other information provided.